Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) reporting that the stylet inserted in the lead was found to be bent. Before implanting in the body, the bending was found at the time of attaching with the measuring fixture. Contributing factors were: malfunction at initial shipment or it was possible that it was bent when it was taken out from the case. Troubleshooting was performed of used the measurement fixture to check whether or not it was bent. The device was replaced and the issue was resolved. The indication for use was parkinson's disease.